Event description:
Ous MDR, in the bfarm letter from 2008, it was reported that the ra lead is dislodged. The lead is not available for analysis.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the existing production documents. The production process of this device was checked. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. In summary, there is no indication of a manufacturing error.